Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a b31 (scope communication error) code due to a damaged charged coupled device and a damaged circuit board of the video plug section. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions besides the allegation reported in b5. The b31 (scope communication error) occurred due to damage to the video connector board / charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information received from the initial reporter confirmed procedure was found inspection for use. The procedure was therapeutic and was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.